Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because the liner broke and the patient dislocated. Records are available for further review. In addition to what was previously reported, ppf alleged elevated metal ions and loosening of the cup, after review of the medical records from the previous reporter patient was revised to address broken acetabular liner. Revision note reported of a very large brown stained effusion and necrosis. There was no loosening of the cup mentioned. Doi: (B)(6) 2011; dor: (B)(6) 2012; (right hip) third revision.